Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received with all operating currents are within specification. However, the insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. Unable to complete full functional test including off no power test due to a64 alarm. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
No blood glucose levels were provided. The mother of the customer reported receiving several failed self-test alarms from the insulin pump. It was reported that the eighteen month old customer was hospitalized after starting insulin pump therapy five days prior to the event. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.